Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The issue was due to the bladder control. When asked about the steps taken to resolve the issue, the patient stated that they did not do a damn thing to help. It was unknown about the cause of stimulator turning off during the recent surgery. When asked about the steps taken to resolve the issue, the patient stated that they lost boxes, they have the serial number but they wont replace with the bunch of information. They might get act together and provide new boxes. The patient stated that they don't know surgeon name but they asked us to look.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge inconti nence and urinary/bowel dysfunction. It was reported that they were still having some urinary incontinence and they don't know how long it was supposed to take to retrain their bladder. Patient stated they were getting at least 50% improvement in baseline symptoms. Agent asked patient if they had made adjustments to their therapy and patient stated they were told only manufacturer representative (rep) could make adjustments. Reviewed therapy information and general programming guidance. Patient did not have their equipment with them at the time of the call. Patient mentioned they moved to a different state after the surgery. Patient would like to talk to a rep in their area. Sent physician listing for them to establish care with hcp in their area. Reviewed compatibility for imaging. Reviewed security guidelines. On 2026-may-06, additional information was received from the patient. Their stimulator turned off during a recent surgery.